Event description:
It was reported the device was leaking, and the facility had believed that the bag might have been pinched when the cassette had been closed, which may have caused the leak. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.